Event description:
Checkpoints left in patient. Patient needed secondary surgery to remove checkpoints, and perform liner exchange. Update: the surgeon informed me a few days after the primary surgery that we had left hardware in but if no intervention was necessary, we would leave it. The patient's knee became swollen and infected, so we went back in for a hardware removal and liner exchange. At that point I considered the case to be resolved.

Manufacturer narrative:
The following devices were also listed in this report: device: headed nails - 1 1/2"; cat# 6541-4-515; lot# unknown. Device: triathlon cr fem comp #7 r-cem; cat # 5510f702; lot# h7d4y. Device: tritanium bplate triathlon s7; cat # 5536b700; lot# ctd49193. Device: tritanium patella-asymmetric; cat # 5552-l-401; lot# k7e1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection and foreign object (unintended) involving a triathlon insert was reported the event was confirmed through medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: the patient underwent a right total knee arthroplasty which was complicated by retention of hardware used for mako checkpoints along with a headed nail. The patient subsequently developed infection and to breed mont with polyethylene exchange and removal of hardware was carried out. I can confirm that the event occurred since I reviewed the postoperative x-rays which showed the retained hardware. It should be noted that the x-rays did not identify the patient or the date. I have no direct knowledge of the revision since there are no operation reports. Regarding the possible root cause of this event, it is clearly surgeon error. The retention of the hardware should not be implicated in the infection that developed. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: the patient underwent a right total knee arthroplasty which was complicated by retention of hardware used for mako checkpoints along with a headed nail. The patient subsequently developed infection and to breed mont with polyethylene exchange and removal of hardware was carried out. I can confirm that the event occurred since I reviewed the postoperative x-rays which showed the retained hardware. It should be noted that the x-rays did not identify the patient or the date. I have no direct knowledge of the revision since there are no operation reports. Regarding the possible root cause of this event, it is clearly surgeon error. The retention of the hardware should not be implicated in the infection that developed. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Checkpoints left in patient. Patient needed secondary surgery to remove checkpoints, and perform liner exchange.